Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the reported patient effect of tissue injury is listed in the instruction for use as a known possible complication associated with mitraclip procedures. Based on the available information, the cause for the reported incomplete coaptation/single leaflet device attachment (slda) appears to be challenging patient anatomy. The reported tissue injury appears to be a cascading event of the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This report is being filed due to a single leaflet device attachment (slda). It was reported that on (B)(6) 2021, the patient presented with a barlow¿s valve, fragile leaflets, large prolapse, and degenerative mitral regurgitation (mr) grade 4. The first mitraclip (cds0701-nt, 00310u149) was successfully implanted. Post-implantation, the fragile anterior leaflet tore away and detached from the implanted mitraclip. The mitraclip had remained on the posterior leaflet as a single leaflet device attachment (slda). An xtw mitraclip was successfully implanted, stabilizing the slda. The mr had been reduced to grade 2. There was no adverse patient sequalae noted following. No additional information as provided regarding this issue.